Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. According to the physician, the root cause of the reported problem of nighttime glare was attributed to the pt's large pupil size. The complaint of blurry vision resolved with implantation of a smaller diopter lens, therefore, it can be concluded that the lens chosen was not optimal.

Event description:
The pt underwent cataract surgery with implantation of the crystalens in the right eye (od) in 2007. The following month, the pt complained of nighttime glare and blurry distance and near vision in the operative eye. Three months later, the physician performed a lens exchange and implanted a smaller diopter iol. The pt reports being much happier with his uncorrected vision now and his night vision/glare is improving. The physician attributed the glare to the pt's large pupil size. Preoperatively, the pt's bcva was 20/40. After implantation of the first crystalens, the pt's bcva improved to 20/25. After the lens was exchanged for a smaller diopter iol, the pt's bcva improved to 20/20 and 25/25 ucva. All reported values are for the right (operative) eye.